Event description:
It was reported the shaft broke while taking it apart after case. The threaded metal tip broke off. No patient impact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4).product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. G7 str insrtr threaded shaft item# 110003452 lot# 396790 was returned. Upon visual inspection the tip of the device had fractured and there are wear lines on the shaft. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.